Manufacturer narrative:
Based on available information and without a device to analyze, a definitive cause for the reported clip open while locked could not be determined. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no lot similar incident reported from this lot. The reported single leaflet device attachment/slda appears to be related to patient morphology pathology and clip opened while locked. The unchanged mitral regurgitation (mr) was due to the slda. The reported patient effect of unchanged mr, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is being filed to report single leaflet device attachment/slda, prolonged hospitalization and surgical intervention. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. It was noted very restricted posterior leaflet. The clip delivery system (cds) was advanced to the mitral valve, and the clip was deployed. However, after the gripper line was removed, it was observed that the clip slightly opened. Then the clip became detached from the anterior leaflet but remained attached to the posterior leaflet (single leaflet device attachment/slda), and mr did not change. One clip was implanted, and mr is 4. Therefore, the patient was sent to surgery for a mitral valve replacement and was successfully treated. There was no clinically significant delay in the procedure. No additional information was provided.